Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to boot and therefore the hard drive was reconfigured and the software reinstalled. Analysis also found a noisy system fan and it was also replaced. (B)(4).

Event description:
It was reported that the programmer was unable to boot. The programmer was returned for service. There was no patient involvement.